Manufacturer narrative:
(B)(4). (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee revision procedure approximately three years post implantation due to pain, lack of mobility, as well as a ¿dark spot¿ that developed near the knee. Additional information on the reported event is unavailable at this time.